Event description:
Ptca balloon catheter inserted per procedure to dilate om coronary vessel. When attempting to inflate the balloon, the md noticed that blood was coming back through the catheter. The md removed the balloon and noticed that it had split in half at the shaft. The md had to assess the situation to see how to safely remove the other half of the ptca balloon catheter. He removed the ptca wire and the half of the balloon came out with the wire.